Event description:
It was reported that there was a right ventricular (rv) lead noise as well as high short interval counts (sic). When the doctor tried to take out the rv lead, it was noted all the lead been tied together further down. In undoing the tie, the right atrial (ra) lead got nicked. It was also reported that the left ventricular (lv) lead was tied to rv lead way down and when the doctor went to remove the rv lead, the lv lead was pulled out. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 419488 implantable pacing lead implanted: 2011-(B)(6), explanted: 2013-(B)(6), product ID 694765 implant able tachy lead implanted: 2011-(B)(6), d274trk implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.